Event description:
The customer tested her blood glucose using her 2 breeze2 meters and received readings of 64 and 203 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.